Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument on universal surgical manipulator (usm)1 could not be energized with the activation sound. The customer attempted to trouble shoot the issue by power cycling the integrated electrosurgical unit (iesu) generator, replacing the bipolar cord and the instrument, and connecting the cord to the lower port from upper port on the iesu but the problem persisted. The intuitive technical support engineer (tse) advised adjusting the effect level and replace the bipolar cord again. The customer called back to report that they had tried to raise the effect level, but the issue persisted. The customer also reported that an error had occurred. The tse explained the meaning of the error and advised to utilize an external esu (force triad) to use the bipolar function if needed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue was identified during the procedure. Ports were placed prior to the issue being identified, but there were no interoperative injuries to the patient. The procedure was completed with the same system robotically, but an external esu was used instead of the original configuration. Patient demographics and medical information were not provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical technical support (tse) advised to utilize an external electrosurgical unit (esu) (force triad) to use the bipolar function. The system was working properly and no additional action was required as the issue was resolved.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the referenced force bipolar instrument involved with this complaint and completed the device evaluation. The force bipolar instrument was analyzed and found to have a broken conductor wire at the distal end. A segment of the conductor wire was sticking out from the yaw pulley. The wires are exposed. The conductor wire insulation was not damaged, and the instrument failed an electrical continuity and energy delivery tests. The instrument was placed and driven on an in-house system and passed. This confirms the initial report that the instrument could not be energized during the procedure.